Manufacturer narrative:
Info forwarded from the owner establishment.

Event description:
It was reported that dr performed a primary total hip on pt. Pt in late 2006, and revised cup only in 2008 at the hospital. The acetabulum and cup had same characteristics as previous ones reported. There was no infection and no metal sensitivity present. The cup was pulled out with a rongeur.